Manufacturer narrative:
A visual inspection was performed on the returned device. The reported bend, stretched coils, and separation of the barewire tip were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties were due to operational context. It is likely that after successfully loading the filter into the delivery catheter, the tip of the barewire became caught on the loading tray or was inadvertently grasped causing the tip coils to stretch ultimately resulting in separation of the tip. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported during the procedural preparation of an emboshield nav 6 embolic protection system (eps) after the filtration element was fully loaded and the eps was prepared, a bend at the tip of the barewire was noted, along with the wire appearing to be uncoiling. Therefore, a new same sized emboshield nav 6 eps was used to complete the procedure. There was no patient involvement nor clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.